Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since the customer began using the pump, there were times that the customer underestimated the carb content of food consumed and did not deliver the proper dosage of insulin during bolus delivery. Customer's blood glucose was impacted (over 400 mg/dl). Customer corrected elevated blood glucose via the pump to address the issue. Customer reported that the pump performed as intended.